Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event and concomitant medical products therapy dates are estimated.

Event description:
Related manufacturer reference number: 3006705815-2020-33466, 1627487-2020-49280 and 1627487-2020-49281. It was reported the anchors had eroded and an infection was present at the anchor and leads. Devices were explanted.

Event description:
Related manufacturer reference number: 3006705815-2020-33466, 1627487-2020-49280 and 1627487-2020-49281. Additional information received revealed the infection was treated with antibiotics to provide resolution.

Manufacturer narrative:
The reported issue for infection cannot be confirmed through product analysis testing. The returned lead was complete and passed all functional testing. No root cause was identified for reported event.